Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received calibration error, bad sensor alarms and change sensor alarms. Customer reported that sensor was showing low blood glucose and customer treated for low blood glucose when blood glucose was not low. Customer's blood glucose was 438 mg/dl. Customer was advised to change sensor.